Event description:
It was reported that on (B) (6) 2009, a patient underwent a pelvic floor repair procedure. Concomitant procedures included a vaginal hysterectomy and a perineal repair. The patient was discharged on (B) (6) 2009. Post-operatively on (B) (4) 2009, the patient developed a small anterior wall mesh exposure. Intervention was listed as medication and a vagifem pessary. The outcome is uncertain.

Manufacturer narrative:
(B) (4).(B) (4) - mesh exposure. Mesh exposure. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.